Event description:
Second incident of the day where the j "tip" was at risk of breaking off from the main wire body upon removal from patient. Has already been reported to vendor, rep picked up (B)(6) 2023.